Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back disorder ("back was so bad"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and back disorder outcome was unknown. The reporter considered back disorder and medical device removal to be related to essure. The following information was received from social media: back problems, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back disorder ("back was so bad") and vitamin b complex deficiency ("low vitamin b") and was found to have blood iron decreased ("low iron"), vitamin c decreased ("low vitamin c") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, back disorder, blood iron decreased, vitamin c decreased, vitamin b complex deficiency and vitamin d decreased outcome was unknown. The reporter considered back disorder, blood iron decreased, medical device removal, vitamin b complex deficiency, vitamin c decreased and vitamin d decreased to be related to essure. The following information was received from social media: back problems, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new events - low iron, low vitamin b, c and d and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.